Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered what appears to be inappropriate anti-tachycardia pacing (atp) and electric shocks for an atrial tachycardia with rapid ventricular response (rvr). The atp and shocks from the crt-d did not convert the rhythm successfully. The crt-d remains in service. No adverse patient effects were reported.